Event description:
It was reported that the customer received a button error alarm and was unable to use for treatment. No blood glucose reading provided. Advised customer the insulin pump would be replaced and to revert to back-up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot. No moisture damage on motor assembly or electronic assembly noted during visual inspection.